Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of four manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in switzerland. As reported, this was a case of an implant of a 29mm sapien 3 transcatheter heart valve in aortic position by transfemoral approach. The patient had tortuosity and severe annular calcification. During the procedure, difficulties were found during gross alignment and fine adjust due to tortuosity and, it was not possible to cross the native valve annulus with the 29mm sapien 3 valve. Delivery system, valve and esheath were removed with difficulties too as a single unit. The patient did not experience any injury during this attempt. As per the pre-decontamination evaluation of the returned devices (first kit used), the esheath liner had circumferential delaminated 7cm in length from distal tip and distal tip was split.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected , and the following was observed: the sheath liner was bunched and delaminated circumferentially for approximately 7cm in length from the sheath distal tip. The c-marker band remained attached to the liner. The sheath shaft had curvature. The sheath distal tip was split and has some soft tip damage. A review of edwards lifesciences risk management documentation was performed for this case . The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints sheath liner delamination and sheath distal tip split were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies . Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint event, ''during procedure, difficulties were found during gross alignment and fine adjust due to tortuosity and, it was not possible to cross the native valve annulus with the 29mm sapien 3 valve. Delivery system, valve and esheath were removed with difficulties too as a single unit.'' Per the imaging evaluation, tortuosity was observed in the femoral access vessels. As per visual inspection of the returned devices, the sheath shaft was curved. The sheath liner was bunched and delaminated circumferentially for approximately 7cm in length from the distal tip. The sheath distal tip was split and had some soft tip damage. Tortuosity can subject the sheath to sub-optimal angles that can lead to non-coaxial advancement or retrieval of the delivery system and valve through the sheath. Non-coaxial alignment increases friction between the devices, which can contribute to sheath damage. During withdrawal of the crimped valve, the valve can catch onto the sheath tip and/or liner through non-coaxial withdrawal and lead to the reported difficulty withdrawing. In order to overcome the difficulty withdrawing, the operator may use excessive manipulation which can lead to the reported distal tip split and liner delamination. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (withdrawal of crimped valve, excessive manipulation) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required . Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of four manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-10721, 2015691-2023-10722, and 2015691-2023-11459.